Event description:
The respiratory therapy (rt) manager reported that the ventilator alarmed due to a high oxygen supply pressure while in use on a patient and reported there was no patient harm. The rt manager reported the ventilator was being used with tank o2 and the patient's demand was very high so they increased the regulator pressure. When the measured oxygen inlet pressure becomes greater than 92 psi, the high oxygen supply pressure alarm is active, the oxygen valve is closed and o2 enrichment ends. The ventilator continues to provide ventilatory support to the patient using an air gas source until the pressure falls to a specified level and the oxygen valve opens. Loss of the oxygen source can be detrimental to a patient if this type of event occurs during use. The rt manager reported they adjusted the regulator on the o2 tank to correct the reported event. This is being reported as a user error. Per labeling, the oxygen source must be able to deliver 100% oxygen regulated to 40-87 psi.

Manufacturer narrative:
No service requested; user error.